Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. Only the ins was returned and it passed functional testing. The original packaging was not returned so no conclusion can be made regarding the packaging.

Event description:
It was reported the primary packaging of the implantable neurostimulator (ins) was not sealed and ¿the device fell out of the packaging when the nurse took it.¿ it was noted the ¿incident occurred in the operating room,¿ however, there was ¿no contact with the patient.¿ the ins was replaced with another ins at the time of the incident. There was ¿no impact for the patient.¿ a supplemental report will be filed if additional information is received.

Event description:
Additional information received reported there was "no soldering on the primary packaging" and the battery fell out.

Manufacturer narrative:
(B)(4).